Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes were created and screws were placed in the patient's spine in different positions than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of 3 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery. (Note: information received in regard to the 4th screw was less specific, apparently it deviated as well, to a lesser degree.) - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of 30 to 60 minutes. - remedial actions for the patient were necessary: screws removed and an un-instrumented fusion performed. - hospitalization of the patient was not prolonged as a result of the issue. H6: a) for deviating placements before user realized the assembly of the drill guide changed: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the pilot holes created and screws placed with the aid of navigation at l3 bilateral and l2 left, along with a pilot hole created with aid of navigation at l2 right (deviating cranially, exc. For left l3, for which information received was less specific), is: -a change to the assembly of the non-brainlab navigated drill guide after accepting it for navigation without re-validation. Specifically, the brainlab instrument array attached to the non-brainlab instrument using a non-brainlab adapter shifted when the instrument's handle was rotated. (For clarity, brainlab informed the manufacturer of the non-brainlab instrument, for their investigation of the issue. As to the brainlab array, the correct array was used for this type of instrument, and attached correctly to the adapter.) Despite the user reportedly observed that the navigated tap that followed the drilled holes did not align to the pre-planned trajectories, apparently, the deviation of the drill guide position itself between the location of the instrument in the actual patient anatomy and its displayed position by the navigation, was not recognized by the user with the necessary thorough verification throughout the surgery prior to creating the pilot holes. Further, apparently it was not recognized by the user that other instruments (pointer, screwdriver) that followed the drilled holes did not align to the pre-planned trajectories as well. Further contributing factors to a lesser extent: -the registration performed at l3 was used to also operate on l2. Performing a new registration at l2 would have accounted for possible differences of the patient anatomy changes between the preop scan (supine) and procedure (prone). For the best registration result, brainlab recommends to scan the patient in the same position used for surgery. -surface matching points were not collected in more than one plane (i.e. Spinous process) and on multiple levels, which is also outside of recommendations. -in addition, a scan with bone reconstruction (vs recommended soft tissue reconstruction) was used. This led to artifacts and voids in bone, which are observed within the scan. The above has caused the navigation software to not find an accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy with the user not choosing to improve or renew the registration. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary thorough verification throughout the surgery prior to creation of pilot holes and screw placements. B) for deviating placements after assembly of the drill guide was corrected: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the pilot hole performed and screw placed with the aid of navigation at l2 right (deviating cranially) is: -surface matching points were not collected in more than one plane (i.e. Spinous process) and on multiple levels, which is outside of recommendations. -in addition, a scan with bone reconstruction (vs recommended soft tissue reconstruction) was used. This led to artifacts and voids in bone, which are observed within the scan. The above has caused the navigation software to not find an accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy with the user not choosing to improve or renew the registration. This is confirmed by data analysis, which showed that the pointer was displayed within the bone during verification. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary thorough verification prior to creation of the pilot hole and placement of the screw at l2 right. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine for a fusion of vertebrae l2/l3 and decompression, with intended placement of 4 pedicle screws bilateral for fixation (at l2/l3), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0 (on (B)(6) 2025). From an intra-operative x-ray, the surgeon determined that 3 of the 4 screws placed with the aid of navigation deviated cranially from their intended positions (screws at l3 right and l2 bilateral). The information received in regard to the screw placed at l3 left was less specific, apparently it deviated as well, to a lesser degree, directionality unknown. According to the surgeon (treating clinician): - the deviation of 3 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery. (Information received in regard to the 4th screw was less specific, apparently it deviated as well, to a lesser degree.) - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of 30 to 60 minutes. - remedial actions for the patient were necessary: screws removed and an un-instrumented fusion performed. - hospitalization of the patient was not prolonged as a result of the issue.